Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual-heated breathing circuit was returned to our fisher & paykel healthcare (f&p) regional office in (B)(4), where it was visually inspected. Results: visual inspection on the returned circuit revealed that the grommet of the rt200 adult dual-heated breathing circuit was missing from the inspiratory elbow and the probe jacket was broken. Conclusion: we are unable to determine the cause of the missing grommet. All rt200 adult dual-heated breathing circuits are leak tested during production and those that fail are rejected. The subject rt200 adult dual-heated breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt200 adult dual-heated breathing circuit state: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt200 adult breathing circuit failed the ventilator pre-use test. There was no patient involvement.